Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the stylet/guidewire was broken. The sty let/guidewire was damaged. The stylet/guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the guidewire indicated damage during use. The analyst noted the attain guidewire was returned. The guidewire is kinked at various locations at the distal end of the guidewire. The coating on the guidewire is coming off on the distal end of the guidewire. The guidewire is unraveled at the distal end of the guidewire. The distal end of the guidewire is broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the tip of the guidewire detached and remained in the coronary sinus. It was noted to be the thin black part of the guidewire. Another guidewire was used for implant. No patient complications have been reported as a result of this event.